Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction happened because the issue amount was greater than the allowed total quantity, which should not exceed 0.1. A technical support specialist notified the customer that the system was functioning correctly by preventing the issuance of two units of the medication, as the total quantity specified in the patient order was 0.1 and also alerted the pharmacy to address the issue. The system functioned as intended after the technical support specialist troubleshot the device. The serial number, UDI and manufactures details kept blank since the given asset information found to be bd pyxis medbank facility software.

Event description:
It was reported by the customer that a pyxis medbank system was unable to dispense the medication. The customer indicated that the screen displays a message stating that the issue amount for oxycodone/apap 5-325mg tab cannot exceed 0.1, and they confirmed their inability to provide the narcotic to the patient. There were no adverse events or injuries reported based on this incident.